Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was treated in the emergency room (ER) for an elevated blood glucose (bg) above 250 mg/dl and below 500 mg/dl with small ketones and symptoms of dizziness, lightheadedness and feeling drained associated with a no power issue with the pump. Reportedly, the patient discontinued pump therapy. During troubleshooting with customer technical support (cts), it was revealed that there was no power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a power issue with the pump.